Event description:
Event description cpi received information that the patient was working on the roof of his minivan when he received a shock from his implantable cardioverter defibrillator (ICD). The patient fell off the roof of the van and afterward the ICD exhibited a shorted lead error code and the patient received several inappropriate shocks.